Event description:
Report of alleged "pt injured while using a crow river lift." Via letter from source. Cri preliminary data from insurance carrier states, "while the driver was loading pt and his wheelchair onto the transgator lift, the lift allegedly collapsed causing pt and his wheelchair to fall off the lift and receive personal injury. While the driver was attempting to prevent pt from falling, he dislocated his right shoulder."